Manufacturer narrative:
(B)(4). The biomedical engineer evaluated their device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when conducting maintenance on their device it was charged to 200 joules; however the device delivered 361 joules to their analyzer on one occasion. The customer advised physio that they were unable to reproduce the issue after the reported event. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.